Manufacturer narrative:
Examination was not possible, as the prod was not returned. A two-yr search of the complaint database found no prior reports for this prod number. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed at this time. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The restrictor holder tip disengaged from the t-handle and became stuck in the humerus of the pt. A size 8 global fx stem was then wasted because it would no longer fit with the metal restrictor holder in the way. A size 6 global fx then needed to be opened and implanted to fit in the humerus.